Event description:
On (B)(6) 2012, it was reported that the patient underwent a full revision surgery on (B)(6) 2012, due to battery depletion and a lead discontinuity. It was later reported that the high impedance was first observed on (B)(6) 2011. X-rays were taken prior to surgery and the physician reported that they were reviewed by the manufacturer's consultant in (B)(6) 2011, but no lead break was visible. It was noted that the anchor tether on the leads may have loosened as it made a sharp angle that could potentially be a micro-fracture not visible on the x-ray. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The physician stated that he previously performed a normal mode diagnostics test on several occasions that showed dcdc of 0, with the last one on (B)(6) (year not provided). The last system diagnostics test was performed on (B)(6) (year not provided) which showed a dcdc of 3. The patient's programming history was reviewed and on (B)(6) 2010, system diagnostics test was performed which showed output=limit/lead impedance=high/dcdc=7/eri=no. The generator was then disabled on (B)(6) 2010. Good faith attempts are underway but have not been successful. The explanted generator and lead have not been returned for product analysis to date.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.